Event description:
It was reported that the user experienced elevated blood glucose with a fingerstick value of 318 mg/dl and a dexcom reading of 292 mg/dl, and was advised to perform a supply change with a plan for follow-up to reassess glucose levels. Symptoms included hyperglycemia. Outcomes included temporary impact on health status without hospitalization. Investigation included troubleshooting and education by support staff. Investigation of this case revealed no confirmed device malfunction, with cause unclear for the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.